Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure during the ablation of the right superior pulmonary vein, compound muscle action potential (cmap); and palpitation monitoring were utilized. The amplitude on cmap dropped, and the phrenic nerve did not recover within 5 to 10 minutes, leading to aborting the case. The patient was not under general anesthesia. No intervention for the phrenic nerve injury (pni) was performed. It was noted that the left superior, left inferior, and right inferior pulmonary veins ablations were completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 arctic front advance pro catheter with lot 26627 and data files were returned and analyzed. Case ID 68 showed at least five applications were performed with catheter afapro28/26627-013 on the reported event date without any syst em notice or anomaly. Case ID 69 showed at least four applications were performed with catheter afapro28/26627-002 on the reported event date without any system notice or anomaly. Case ID 70 showed at least four applications were performed with catheter afapro2822731-022 on the reported event date without any system notice or anomaly. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. Deflection testing (lever pushed to the forward and backward position) was performed. The shaft reacted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. Inspection and testing were performed to verify the integrity of the catheter sub-components. No anomalies were identified. In conclusion, the reported "phrenic nerve palsy" was not able to be confirmed through data analysis or testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported the patient was discharged without hospitalization or prolonged hospitalization. The patient has been referred to a follow up clinic for the phrenic nerve palsy; it is currently unknown if the phrenic nerve palsy has resolved.